Manufacturer narrative:
(B)(4). The customer returned one spiral-flex et tube, size 7.0 for investigation. Visual examination, without magnification of the returned et tube revealed that the et tube appears used. The inner coils of the et tube are damaged between the 24 cm marker and the machine end where the 15 mm connector is inserted. The inside of the et tube shows evidence that the inner wall of the tubing is damaged. The inner wall has separated from the outer wall where the coils are offset and damaged. No coils appear to be separated or missing. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The device history record investigation did not show issues related to complaint. A corrective action is not required at this time as the damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. The damage is located at approximately the point at which a patient's mouth would be during use. Other remarks: therefore, based on the location and the type of damage observed, operational context caused or contributed to this event. The reported complaint of a kinked et tube was confirmed based upon the sample received. The returned et tube failed a functional kink test and the opening through the tube was found to be collapsed as a result of a separation between the inner and outer walls of the tubing. However, the inner coils of the tube were found to be offset. The damage observed on the et tube is consistent with damage that can be caused when the et tube is compressed with high force. The location of the damage is at approximately the point at which the patient's mouth would be if the tube were inserted. A device history record review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the location and type of damage observed, operational context caused or contributed to this event.

Event description:
The customer alleges that the end of the tube was found blocked/deformed making it impossible to ensure adequate ventilation. The tube was replaced. The doctor found the wire was transferred at the end portion. The patient's condition is reported as fine.